Event description:
It was reported to philips that the device failed the therapy delivery test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reported problem was solved by third party and device was successfully returned to service. No further information for the cause of the reported problem and resolution was provided. The investigation concludes that no further action is required at this time.